Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-19. H.6. Investigation summary: one sample was returned to our quality team for investigation. Through visual inspection of the sample, no leakage was observed. The product was disassembled for further inspection, there was no damage noted in the plunger rod or other components that could have caused a leak. A device history review was performed for the reported lot 2001251, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2001251 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaks past the stopper. This occurred on 15 occasions during use. The following information was provided by the initial reporter: the problem encountered is that the product flows through the plunger. This has happened several times with 30 ml and 60 ml syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaks past the stopper. This occurred on 15 occasions during use. The following information was provided by the initial reporter: the problem encountered is that the product flows through the plunger. This has happened several times with 30 ml and 60 ml syringes.